Event description:
It was reported that the injector luer lock n35c multipack experienced breakage during use. The customer stated, "after giving gemcitabine and flashed by saline. The injector didn't move properly and the needle was exposed."

Manufacturer narrative:
H.6. Investigation: a lot# was not reported so a DHR could not be performed. The samples were evaluated by (B)(4). The injectors are damaged. Broken safety sleeve the samples were evaluated by (B)(4) lab: visual inspection shows the injectors damaged: as the grip are out of their place, the needles remain exposed during disconnection. In one of the samples the needle is bent. Injectors can be attached to the connector. Inspections and tests. The tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. The breakage of the safety sleeve occurs when the injector is not properly disengaged. The defect seems to be caused by a misuse by the customer. Re-training is recommended. CAPA#708467 was open prior to the investigation of this complaint to assess the defect.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the injector luer lock n35c multipack experienced breakage during use. The customer stated, "after giving gemcitabine and flashed by saline. The injector didn't move properly and the needle was exposed."